Event description:
Boston scientific received information that this pacemaker exhibited sudden battery depletion. This pacemaker was explanted and was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory the allegation was confirmed that the pacemaker showed premature battery depletion. The event was likely due to bin hopping was being followed in a trend. However, therapy was available upon the occurrence.

Event description:
--

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.